Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. The button error alarm was unable to be verified due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was over 400 mg/dl. Troubleshooting for the button error alarm was performed. Customer advised they were under rainfall which exposed the device to moisture for a few hours. Customer stated the button error alarm occurred right after the pump was exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.